Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: upon administering tylenol dose (B)(6) 2021, via PICC, leaking noted at maxzero connection to medline and medication syringe. Decision to change medline before administering next dose. Medline and maxzero changed. Leaking again noted upon administering 0500 dose. Bifuse changed and med line replaced. No leaking noted with flushing by crs. Lipids back into med line if not clamped during flush. Med lines, bifuse, and maxzeros this shift collected, with educator.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: 4 max zero needleless connectors were received by customer with the complaint of leakage. All sets were visually inspected and tested for leaks with infusion. The max zeros showed no abnormalities. With this case, it may be an issue of the syringe being used for infusion. Specifically, an issue has arisen with the 3ml syringe and max zero connection. This issue has been escalated and treated with great urgency. In a parallel investigation, there were also 10 mz1000-07 ordered and tested with all syringes - 10 unused and 2 returned. Every one of these combinations leaked. The investigation found that the syringes were the culprit, rather than the mz, as the mz would not leak with other syringes. There were several samples sent for cae (computer aided engineering) analyses investigation in durham, nc. The CT scans conducted there found a leak path within the 3 ml syringe/mz connection, caused by an abnormal bump in the syringe luer wall. Functional testing and advanced scanning shows there are no anomalies or problem with the mz returned or ordered. The testing did find a molding anomaly with the 3 ml syringes, both returned and ordered, and the plant is conducting a further investigation. The samples tested here in vernon hills are being sent to the manufacturing location for further investigation. The manufacturing location will be taking ownership of the issue and determining if a project will need to be initiated. A device history record review for model mz1000-07 lot number mz1000-07 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 19may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: upon administering tylenol dose ((B)(6) 2021) via PICC, leaking noted at maxzero connection to medline and medication syringe. Decision to change medline before administering next dose. Medline and maxzero changed. Leaking again noted upon administering 0500 dose. Bifuse changed and med line replaced. No leaking noted with flushing by crs. Lipids back into med line if not clamped during flush. Med lines, bifuse, and maxzeros this shift collected, with educator.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility name: (B)(6) children's hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: upon administering tylenol dose (B)(6) 2021, via PICC, leaking noted at maxzero connection to medline and medication syringe. Decision to change medline before administering next dose. Medline and maxzero changed. Leaking again noted upon administering 0500 dose. Bifuse changed and med line replaced. No leaking noted with flushing by crs. Lipids back into med line if not clamped during flush. Med lines, bifuse, and maxzeros this shift collected, with educator.